Event description:
Our affiliate is reporting to us that the following happened during a procedure: ¿during the jaw joints surgery, the ceramic part of the tip was broken inside the joint. It was noted all debris was removed from the patient¿s body. Another product was used to complete the case. No delay to surgery and no adverse consequences were reported¿.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and visually examined. It is noted that the shaft is bent and distorted to a degree. A portion of the ceramic is missing from the working tip, and the tip is damaged. We attribute the devices condition to technique, a user issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.